Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led, an evaluation of one specimen pouch opened by the account. Only the bag was received. The visual inspection of the device demonstrated a tear at the bottom of the bag. The tear was not along the seam. The bag was fully cinched. Replication of the observed condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device was used during a lap chole and was later found in a back room labeled as defective.